Event description:
A malfunction was reported by the customer, indicated by the malfunction code "malf 12." There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappeared.